Event description:
It was reported the pt had stopped feeling stimulation. The pt is unable to initiate a communication with the ipg. The pt reported being in a rehabilitation facility for over six months and had not charged his ipg during this time. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.